Manufacturer narrative:
The investigation was started. The results will be transmitted within a follow-up report.

Event description:
It was reported that the device was used during an emergency issue with resuscitation in shock room 1. At 8:25am it was reported that the oxylog sporadically did not deliver during use. Patient was manually bagged. The patient died later.

Manufacturer narrative:
For the investigation the provided logfile was analyzed. The oxylog 3000plus however was not available. The logfile shows that in the days before the reported day of event a device check was performed successfully and that the device was put into operated. On (B)(6) 2019 itself a device check was not performed. After putting the device into operation, an alarm message "airway pressure measurement inop" was generated. Shortly after a message regarding the correction of the flow measuring lines is logged, which solved the problem. Further alarms were generated which are pointing towards a not sufficient supply pressure. The alarms "airway pressure low" and "apnea" possibly were generated as a consequence. Further the alarm "airway pressure high" is logged for several times, although the root cause for this could not be clarified. In case of a technical problem the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The mandatory device check consists among others of checking connections (gas supply, hose type) and a system check including checking the flow, the pressure levels and the alarm signals. Problems within the gas supply and wrong connected flow measuring lines can be identified before use on a patient. No technical device failure was found. The oxylog 3000plus generated the adequate alarms according to specification.

Event description:
Please refer to the initial-report.